Manufacturer narrative:
Note: MFR report # 3004939290-2016-00123 follow up 1 was originally submitted on 05/23/2016; however, acknowledgements number 2 and 3 were not received, therefore, this report is being re-submitted on 05/26/2016.

Event description:
About 1 week prior to this report, an ultrasound confirmed the leak had resolved itself with no further issues. At the time of this report, the patient was doing fine. No further information was available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. Note: device identifier (di) and production identifier (pi) numbers are unknown as the part number and lot number were not provided.

Event description:
It was reported that 2 days after her mynx procedure the patient experienced a pseudoaneurysm. The patient presented to the hospital 4 days post procedure due to discomfort, pain, trouble walking and bruising below the groin. An ultrasound was performed at that time and the patient was diagnosed of a "false aneurysm". An unspecified blood clotting material was inserted to treat the "false aneurysm". During the patient's follow up visit 12 days post mynx procedure, the doctor could still hear a "leak" when the doctor listened to the groin. The doctor is hoping the leak resolves on its own. No further information is available at this time.